Manufacturer narrative:
H3/h6 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) software data was received for analysis. In summary, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The logs captured a single session on the date of the issue, which revealed that the user transferred the patient through the network and merged the medtronic imaging system exam with the CT exam. Additionally, the logs recorded multiple registrations within the acceptable error metric of less than 5 millimeters (mm); however, no further information related to the mentioned behavior was recorded. The archives consisted of two CT scans, each with 307 slices, and one medtronic imaging system scan which contained 192 slices. The two CT scans were pre-operative, while the medtronic imaging system scan was performed with the reference frame attached to the patient's head. Notably, this scan did not capture the tip of the nose and portions of the posterior and superior aspects of the head. The archives did not record any registration data to check the trace pattern and the area of interest. The logs and archives did not provide the cause of the reported inaccuracy. Previously reported codes, b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used in a cranial lateral skull base procedure. It was reported that navigation was 3-5 millimeters (mm) off. When the surgeon placed the navigation probe on the patient's bone, navigation showed that the probe was inside the skull. The imaging system scan merge looked good, but the navigation was inaccurate. The surgeon continued with surgery with inaccuracy in mind. There was no impact to patient's outcome and there was no surgical delay time.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762 (software version: 2.1.0). H3, h6) software data was returned to the manufacturer for analysis and is pending. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.